Manufacturer narrative:
It was reported that one section of the 4x4 pieced of absorbable hemostat was used and left in the patient. On the same day, the patient was brought back and the physician re-opened the incision, removed the absorbable hemostat, irrigated the cavity, sewed the incision site and released the patient back to recovery. It was reported that nothing unusual was noted during re-operation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a parathyroidectomy procedure on an unknown date and the absorbable hemostat was used around the parathyroid. It was reported there was no bleeding in the cavity. After the procedure in the recovery room, the patient experienced swelling of the neck, throughout the operative site, not just where the absorbable hemostat was used. The physician re-opened the incision, removed the absorbable hemostat, irrigated the cavity, sewed the incision site and released the patient back to recovery. Additional information has been requested.